Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported the transesophageal echocardiogram (tee) probe tore the esophagus and the patient expired. During a left atrial appendage (laa) closure procedure on an unspecified date, a watchman ® laa closure device was implanted. The patient returned for their 45-day follow-up tee appointment to observe the watchman closure device. During the procedure, the tee probe tore the esophagus causing a bleed. The patient did not recover from the bleed and ultimately expired.